Manufacturer narrative:
Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that device performance was within specification and user settings required adjustment. It was concluded that the event was related to user interface settings and not a device malfunction.

Event description:
It was reported that the user contacted support regarding the ilet display setting after the always-on display had been turned off, resulting in a black-and-white screen appearance; the agent provided instructions to navigate to settings > general > display and toggle the feature back on, restoring expected screen visibility and function. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy and no alerts or alarms.